Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip detachment occurred. The target lesion was located in the mildly calcified and mildly tortuous obtuse marginal vessel. While stenting the first obtuse marginal, the 182cm luge j guide wire was placed in the distal portion of the obtuse marginal following the placement of the unknown stent. The luge guide wire was pulled back and the distal portion of the guide wire separated and approximately 10-15mm of the luge guide wire remains in the distal portion of the obtuse marginal. The physician decided not to retrieve the separated portion of the guide wire, leaving the detached portion inside the patient. The procedure was continued with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip detachment occurred. The target lesion was located in the mildly calcified and mildly tortuous obtuse marginal vessel. While stenting the first obtuse marginal, the 182cm luge j guide wire was placed in the distal portion of the obtuse marginal following the placement of the unknown stent. The luge guide wire was pulled back and the distal portion of the guide wire separated and approximately 10-15mm of the luge guide wire remains in the distal portion of the obtuse marginal. The physician decided not to retrieve the separated portion of the guide wire, leaving the detached portion inside the patient. The procedure was continued with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device avail for eval, returned to MFR. Device evaluated by manufacturer: the complaint device was returned for analysis and upon visual inspection, distal tip damage was noted. The spring tip was detached and was not returned. The wire presents several kinks. A fracture was located approximately at 178.5cm from the proximal end. Bends were noticed at approximately 64cm, 176cm and 177cm from proximal end. All outer diameter measurements are within specifications. "Mtac" analysis reported that there was a failure that occurred due to a fatigue event in a bending moment. Labeling review was performed and there were no anomalies found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).